Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Installed hand switch and power supply. Also replaced monoblock and control panel processor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system displayed a workstation error (control panel processor and intermittent hand switch). There was no report of pt injury.